Event description:
It was reported that the pt has been experiencing problems alleged to be due to the mesh. He has had an open wound for almost 3 yrs. Has been going to open wound "spec" for the last six months. Doctor got it almost well and infection and mesh keep coming out, also staph infection.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. No initial reporter contact info included on the maude report, therefore, no follow-up can be made. We, therefore, consider this report c/omplete to the best of our current knowledge.